Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for what appears to be supraventricular tachycardia. There was also noisy signals present on the shock channel, but it was commented that this noise was normal due to far field signal from the coil back to the ICD. According to the field representative, the patient has started a new medicine treatment and the device was reprogrammed. The patient is feeling well and will follow up in some months. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for what appears to be supraventricular tachycardia. There was also noisy signals present on the shock channel, but it was commented that this noise was normal due to far field signal from the coil back to the ICD. According to the field representative, the patient has started a new medicine treatment, and the device was reprogrammed. The patient is feeling well and will follow up in some months. The ICD has been explanted due to normal battery depletion (nbd) and returned for analysis. No additional adverse patient effects were reported.